Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026 over the past eleven months, they have been using a bard® intermittent catheter red rubber coude tip 14 fr. 16 inches (catalog #: bd010114) 7 times daily for urination as an elderly male. Several times a month, in unopened packages of the catheters, they noticed the tips of the catheters had 1/32-inch to 1/18-inch-diameter black mold or black burnt spots, and fungi inside the packages. They did not use those catheters and threw them away. After they called medical supply company, (B)(4), to report the issue, and they said customer could only try to get a solution by contacting the manufacturer. During the past week, the occurrence of contaminated catheters in unopened packages has become more frequent and extreme, and they saved some of them to report the problem. Also, over the past eleven months, they often saw black specs emerging from the tips of the catheters during urination, and I concluded the black specs were inside the catheters, not my urinary tract. They are concerned that the contaminated catheters have contributed to their monthly urinary tract infections over the past eleven months by introducing microorganisms directly into the bladder. Due to having monthly urinary tract infections, they had monthly urine culture tests and antibiotic treatments monthly during the past eleven months through my medical care provider (B)(6). While using the bard intermittent catheters seven times daily for the past eleven months, they had one or more of these positive test results per month during the past eleven months at (B)(6).